Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the mini vision had been unpacked smoothly. When attempting to insert the stent delivery system (sds) onto the guide wire, it was noticed that the stent was not on the balloon. The stent was found inside the protective sheath. A new mini vision was used without any problems. No add'l event or pt info is available.

Manufacturer narrative:
Results: a definitive root cause could not be determined for the stent dislodgement. Eval summary: qa analysis of the returned device revealed that the catheter was rec'd without blood or contrast visible. The stylet and protective sheath were returned with the catheter, but the stent was not inside the protective sheath as reported. The proximal end of the stent was located on the distal shoulder of the balloon. There was no damage noted to the stent. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a kink in the shaft, 7.3 cm distal to the guide wire exit notch. There was no other damage noted to the catheter. Using a laser micrometer, the stent outer diameters were measured and the distal dimensions met mfg criteria, but the middle and proximal dimensions were oversized. The inner diameter of the protective sheath was measured and found to be within spec. Prod perf engineering reviewed the incident info and analysis of the returned device. It was reported that the stent dislodged in the protective sheath. Qa tech analysis confirmed that the stent had partially dislodged from the balloon, but was not inside the protective sheath. The proximal portion of the stent was located on the distal balloon shoulder. There was no observed damage to the stent or the balloon. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of MFR and the inner diameter of the protective sheath met mfg criteria. The stent outer diameter dimension at the middle proximal portions of the stent were outside of the accepted mfg spec; however, because stent outer diameter is verified 100% at the time of MFR and units in this lot were all well within the required spec, this oversizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of MFR, positive pressure during prep, or forced sheath removal. Unfortunately, none of the info gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent dislodgement in this case cannot be determined. It should be noted that the instruction for use (IFU) recommends inspecting the stent after sheath removal and prior to use in order to avoid use of the device without properly mounted stent. All stent delivery systems are 100% visually inspected online for stent placement and security. Prod perf engineering will trend and monitor the incident circumstances. This MDR is considered closed by the prod perf group.